Event description:
It was reported that a small volume intermate had particles inside of its balloon. This was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection revealed a white particle, approximately 0.40 square mm in size, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy identified the particle as acrylic material. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.